Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported the device migrated and protruded through the skin and the patient developed an infection. The device was removed and debridement of the pocket was performed. The patient required antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.